Event description:
After performing a distal radius osteotomy and implanting a distal radial plate with screws, pegs and bone graft substitute, the heads of the screws and pegs from the distal row of the plate broke off post operatively. The screws, pegs and plate were removed and were replaced with a new plate, screws, pegs and bone graft substitute.

Manufacturer narrative:
Add'l MDR associated with this event: 3025141-2014-00010: screws.